Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump touchscreen cracked after the patient leaned against a table, rendering the device nonfunctional and no longer watertight, and a replacement was arranged. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included temporary loss of device function and replacement of the device, with guidance provided to continue cgm use via dexcom app or receiver and to return the damaged unit. Investigation included case intake, verification of shipping and return steps, and logistical follow-up for device exchange. Investigation of this device revealed physical damage to the touchscreen consistent with accidental external impact, affecting the user interface component and overall device functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.